Manufacturer narrative:
Investigation findings: no lot code: with no means to determine the manufacturer/asset line and/or day of production, no further investigation on this individual complaint was performed. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets to review complaint trends, medical device reports (us and (B)(4)), and complaint-related corrective actions. Since no root cause was found, there is no corrective or preventive action that can be taken at this time. No further information is available at this time.

Event description:
The consumer stated that upon removal five sleek regular tampons elongated and fell apart, leaving pieces inside. She inserted the first tampon the evening of (B)(6) 2017. She states all five tampons elongated the same way. She's confident all pieces were removed and she states she's fine now. No medical was seen. No further information is available at this time.